Manufacturer narrative:
Based on the results of the investigation, the issue most likely occurred as a result of the subject device being worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. However, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited light guide (lg) lens peeling on cement, 16a, no ke45 (thixotropic adhesive) at the forceps cover. There was no patient involvement.